Event description:
A physician reported that on 13 december 1999, while attempting to treat the patient's oral commissures the following occurred: the physician noted the collagen material would not extrude through the "adg" needle. The physician described the syringe contents as "appearing separated" into clear liquid and collagen material. The physician proceeded to administer the product. Using the delivery assisted device, the "handle broke" on two of the syringes (the first syringe broke apart, needle disengaged, and the collagen material splattered onto floor); the second syringe about 1/2 cc of collagen material splattered onto the patient's cheek and on the physician). The physician ultimately completed the procedure using another formulation of product. During the procedure, the patient received a surface laceration (scratch) resulting from the needle. There was no other injury. Topical bacitracin was prescribed.